Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. (B)(4). Related MDR 1216677-2018-00017. Update 5/18/2018: an evaluation of the complainant sample could not be conducted since it was not returned to coopersurgical. A review of two year complaint history shows some similar complaints for this issue. There is no more finished goods inventory for the reported lot number. A review of the DHR (216171) did not show any abnormalities. The customer used a leep system 1000 generator (serial (B)(4)) with this pad. The generator was returned to cooper service and repair department. Per repair order (B)(4), there was no functional reason this device (the generator) would burn the patient at the return pad site. The pad pouch (23639) states a warning where "failure to achieve good skin contact by the entire adhesive surface may result in an electrosurgical burn...". In addition, the leep system operating manual (38532) warns "positive contact must be complete between the patient and the patient return electrode (pad). If not, severe burning of tissue may result. The entire area of the patient electrode (pad) should be reliably attached to the patient's body...". It is suspected the return pad was not attached securely to the patient causing the issue." Coopersurgical will monitor the complaint condition for safety.

Event description:
"Patient had burn. " follow up responses: 1. What procedure was being performed? Loop electrosurgical excision procedure. 2. Please describe test set up. The leep system 1000 (electrosurgical generator with smoke evacuator on cart) was plugged directly into our procedure room wall socket. While the machine was off and prior to the patient arriving, the hand piece was plugged into the machine. With the machine still off and after the patient was placed in the stirrups, dr. (B)(6) peeled the sticker off the leep return pad and she applied the adhesive side of the return pad on the patient's clean and dry left thigh then plugged the return pad into the electrosurgical generator's adapter. Dr. (B)(6) then inserted an insulated speculum into patient's vagina (euro-med prima series [rose], size medium 33 x 113 mm, cooper surgical item number: psv-ll) and smoke evacuator tubing was connected to speculum. Dr. (B)(6) used 20 ml 1% plain lidocaine for a para cervical block and test for adequate block was satisfactory. Dr. (B)(6) then turned on machine, set the cut to 50 and when she attempted to start the leep procedure, the patient jumped and stated she felt pain when her cervix was touched with the loop. Dr. (B)(6) stopped and 10 cc of 1% lidocaine with epinephrine for para cervical block. During her second attempt at the leep, the loop failed to pass through the tissue despite appropriate connections on the machine. The patient verbalized she was in pain and asked to stop the procedure because she felt like "she was being electrocuted through her leg". Dr. (B)(6) then turned off the machine, removed all instruments and removed return pad from patient's thigh. During removal of return pad, some of the patient's skin peeled away and skin was visibly present on part of the return pad. Dr. (B)(6) noted in patient chart that the burn appeared superficial, measuring approximately 4 cm in length and anywhere from 1-2 mm to 5 mm at its widest portion. 3. Did the event occur prior, during, or after the procedure? Event occurred during procedure but was only discovered after procedure. See question 2. 4. Please describe what was observed. See question 2. 5. Has there been any injury related to this event? Yes. Dr. (B)(6) commented in her chart notes patient received second-degree burn to skin under where the return pad was placed. The burned area was measured*** 6. Did the patient require any medical attention/intervention? Dr. (B)(6) had one of her colleagues, dr. (B)(6), look at the patient's leg for a second opinion. Dr. (B)(6) then dressed the wound with 2% lidocaine jelly, a sterile non-adherent gauze pad and silk t ape. A prescription for silvadene burn cream was sent to the patient's pharmacy. The patient left the office in stable condition and dr. (B)(6) nurse attempted to call the patient the following week to check in and see how she was feeling but was unsuccessful at reaching patient twice and voicemails were left asking patient return our call.

Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported complaint condition. Once the investigation is complete, a follow up report will be filed. Reference e-complaint: (B)(4). Related MDR 1216677-2018-00017.

Event description:
Patient had burn.